Event description:
It was reported that during the procedure while the guidewire (subject device) was in the microcatheter and it was being torqued, the tip of the subject guidewire broke off in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, the guidewire was kinked from the distal end and proximal end. The guidewire was returned broken in 2 fragments the distal end. The surface of the breaks were rough. The entire length of the returned guidewire shaft was inspected and no other anomaly was noted. A functional test could not be performed as the guidewire was damaged and broken. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was severely tortuous. A microcatheter was used in the procedure in conjunction with the subject device. The device was in use on the patient at the time of the event. The condition of the returned guidewire suggests that excessive torque and manipulation during the procedure resulted in the observed damage. As per the additional information the patient¿s anatomy was severely tortuous and would have contributed to the event. An assignable cause of procedural factors will be assigned to as reported the as reported and as analyzed events as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure while the guidewire (subject device) was in the microcatheter and it was being torqued, the tip of the subject guidewire broke off in the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.